Event description:
It was reported that 4-5 days post implant a sudden change in hv impedance was observed and triggered an alert. The pocket was opened and the setscrews were tightened. The next day. Hv lead impedance was high. At a subsequent follow-up, high impedance was still observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.